Manufacturer narrative:
This supplemental report is being submitted to provide additional event description, provide and update the initial reporter information, provide the date received by the manufacturer, and correct the labeled for single use information.

Event description:
Additional information was received and it was reported that the patient was provided anesthesia prior to undergoing an open heart surgery. In the middle of the surgical procedure, the transducer prompted a usacquisitionhw_31 error message. The doctor removed the transducer and reinserted a replacement transducer to continue and complete the procedure. It is unknown if there was a delay in completing the surgery. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Not applicable, no adverse event. Lot # and expiration date not applicable. Not applicable, not an implant. Updated. Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that the z6ms transducer failed during a case. An acq_31 error was observed. No additional information was provided.